Event description:
It was reported that during a percutaneous insertion of a drainage catheter for drainage of an abdominal abcess, a guide wire fracture occurred. It was noted that the amplatz super stiff guidewire 75cm/.035" was inserted through a metal entry needle. No resistance was met with insertion of the guidewire. After successfully placing another manufacturer's drainage catheter over the amplatz guide wire, the physician noted that it "took a lot of force" to withdraw the guide wire and "it seemed that the tip was caught at the tip of the drainage catheter." The physician continued to pull the guide wire and noted that the inner core wire had fractured and the outer core wire had stretched. He confirmed that the tip of the guide wire was locked in the tip of the drainage catheter. The inner core wire was broken and only the outer core wire was still connecting the two parts of the guide wire, so he decided to remove the drainage catheter together with the guidewire. This was accomplished without difficulty and no portion of the guide wire was left in the patient. He subsequently placed another drainage catheter with good results. No patient injuries or complications were reported. Patient status is reported as "there was no complication for the patient following the event."

Manufacturer narrative:
The complainant indicated that the guide wire will not be returned for evaluation; therefore, a failure analysis is not available. If any additional relevant information is received, a supplemental MDR will be submitted.